Event description:
It was reported that the pt experienced st elevations post procedure. The pt was brought back to the cath lab and reintervention was required. A spiral dissection had occurred from the distal stent edge, which resulted in an abrupt vessel closure at the pda and the posterior lv branch. A second stent was deployed overlapping the distal end of the first down to the crux. A third stent was deployed in the pda overlapping with the second stent. The pt sustained a myocardial infarction requiring an additional five day hosp stay.